Event description:
As reported by the edwards sales representative, during a transfemoral tavr case, upon partial sheath removal, a contrast injection in the right common iliac demonstrated a flap dissection in the external iliac artery. A medtronic complete vascular stent was implanted to repair the vessel dissection. The patient left the operating room in stable condition. Upon insertion of the 22fr retroflex sheath the surgeon had some resistance but was able to pass the sheath to the appropriate spot. Once the valve was deployed and the delivery system removed, the physicians took contrast injections while removing the sheath. The injections revealed a slight dissection of the left common iliac and appropriate ballooning was completed. After ballooning, the surgeon was able to surgically fix the common iliac dissection. The physician mentioned the patient¿s vessels were borderline for the sheath and anticipated a dissection on the way out.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in the edwards technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum vessel lumen diameter for the rf3 (23fr) sheath is 7mm. In this case, there was a discrepancy regarding the true size of the access vessel (6.0 to 7.2mm); access was obtained via surgical cutdown; there was moderate vessel calcification and mild vessel tortuosity. It appears that patient factors (moderate calcification, tortuosity not appreciable on imaging, possibly smaller then indicated to borderline minimum luminal vessel diameter) along with procedural considerations may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.